Event description:
It is my understanding that the FDA has just completed an audit of surgrx. I am curious to know if the audit has uncovered the multiple occasions, nationally, on which the device has ignited within the patient. I am aware of at least three occasions that have been documented by the sales reps and reported on their "scrub form" to the company without any consequence to ongoing clinical trials at a facility. My understanding of the device is that there are multiple versions of the technology being tested clinically across regions, and that these clinical trials will eventually bear out which configuration is the safest. The company offers no information to this point, and two-steps around direct questioning with respect to this issue.